Event description:
While injecting contrast media, patient suddenly complained of severe pain. Skin white from tips of fingers just below elbow, cold and no radial pulse palpated at 2252. Had positive return of color and capillary refill in less than 2 seconds. Transferred to another facility for vascular surgeon. Has had surgery at other facility.